Event description:
It was reported that a temperature alarm occurred while the pump was charging. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support arranged for the pump to be returned for replacement under warranty and guided the customer on transitioning to a backup therapy to maintain insulin delivery. The customer was instructed on returning the pump and moving it into storage mode, which they understood and acknowledged.